Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, causing customer to collapse and fracture ribs. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with manual insulin injections. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.